Event description:
It was reported the patient's ipg became inoperable therefore the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Event date is an estimate.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.